Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text: device not returned.

Event description:
It was reported from the submission of a revision usage sheet that the patient's knee was revised. A triathlon 7x13 cs insert was implanted. Reason for revision: knee instability, right knee.